Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis; therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Boston scientific received information that upon device interrogation, an alert was observed. The lead safety switch feature was activated on the right ventricular lead. Testing of the device system in unipolar configuration displayed results within acceptable limits; however, pacing threshold measurements were significantly higher. Additionally, over 700 non-sustained episodes with noise on the rv channel were observed. The noise was not reproducible. Pacing impedance measurements in unipolar were 411 ohms and 660 ohms. The patient was pacing zero percent in the rv. The physician elected to keep the programming in the unipolar configuration for pacing and bipolar configuration for sensing. The patient was to be seen in one month to determine further treatment. To date, no adverse patient effects were reported as a result of this clinical observation. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.